Event description:
It was reported the recharger was heating during recharge and caused a blister. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was unknown. The clinical diagnosis was burning sensation at the pocket. The patient reported burning and blistering at the pocket when using the stimulator for greater than 2 hours or when the device was recharging. The outcome was resolved without sequelae. Interventions included reprogramming. The manufacturing representative was contacted to retrain the patient and reprogram the device. A pocket revision was recommended, however, the patient was resistant to the idea. The event resulted in an unscheduled clinic or office visit. The patient reported burning and blistering over past few weeks at the pocket. An examination showed a 1-2 cm scab noted at the pocket. The etiology was reported as possibly related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had experienced a burning sensation while recharging and had a "constipation issue." No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.